Event description:
It was reported that the bd syringe had foreign matter. The following was provided by the initial reporter: "a nurse from 5c brought this to me so I wanted to pass it along. The package is sealed and they were also unable to find any others that looked like this. When you look closer at it, it appears that the ink that they use on the outside for the markings might have exploded at the factory or something? I have it at my desk, let me know if you would like me to send it along or take better pictures."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: unknown batch#: unknown. It was reported by customer that a nurse from 5c brought this to me so I wanted to pass it along. The package is sealed and they were also unable to find any others that looked like this. When you look closer at it, it appears that the ink that they use on the outside for the markings might have exploded at the factory or something? I have it at my desk, let me know if you would like me to send it along or take better pictures. Verbatim: a nurse from 5c brought this to me so I wanted to pass it along. The package is sealed and they were also unable to find any others that looked like this. When you look closer at it, it appears that the ink that they use on the outside for the markings might have exploded at the factory or something? I have it at my desk, let me know if you would like me to send it along or take better pictures.

Manufacturer narrative:
Two photos of a 10ml syringe were received and evaluated. Both photos from different views each show one syringe in a sealed package with ink covering the entire barrel from the roof to the 3ml graduation line and an ink stain on the collar larger than level 4. The condition observed is non-conforming per product specification. Potential root cause for the scale marking defect is associated with the marking process. A device history record review could not be performed because model and lot numbers are unknown.